Event description:
(B)(6) administering a treatment to pt while on vent. While running treatment off the flow meter. Tried to measure external flow unsuccessfully following treatment, screen on vent went black and vent shut off and turned back on -3 times in less than a minute. Pt had to be bagged while switching ventilators.